Manufacturer narrative:
This report has been identified as b. Braun (B)(4). As only insufficient information is available, no investigation and assessment could be performed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: vanc input over 1hr - delivered over 20 minutes @ around 6pm 10/19/2020.